Event description:
Physician doing a circumcision on newborn male. Nurse noticed excessive bleeding from site when completed. Bleeding did not stop with pressure. Physician was notified. Physician applied 4 sutures to control bleeding. Nurse reports that physican stated that the gomco did not tighten down right after foreskin was removed.